Manufacturer narrative:
The fact that parapulpal pins were used clearly indicate a massive loss of natural tooth substance. It is unknown that use of parapulpal pins often results in perforation of pulp or periodontal ligament. Dentin fractures or pulpitis can occur event if the pins are correctly placed. In addition to that, permanent retention of the core build-up is not always ensured. Therefore, use of parapulpal pins are not considered best practice for stabilization of teeth. In such cases endodontic treatment in combination with a post is required for permanent stabilization. The tooth fracture is likely due to insufficient tooth stabilization prior to core build-up placement. Therefore, because medical intervention was necessary in this event, it is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it was reported that in 2008 a doctor used ceramx mono in combination with parapulpal pins as a core build-up in tooth #22 of a patient. The doctor then placed a bridge reaching from tooth 22 to 11 using the core build-up on tooth #22 and one of both central incisors. In 2012, the core build-up fractured and had to be extracted.